Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: report number ((B)(4)) captures the initial ercp procedure on an unknown date. Report number ((B)(4)) captures the second event in which the detached sponge of the rx locking/ biopsy cap was discovered inside the scope. It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the procedure was accomplished without any problems and was completed using the original rx locking/ biopsy cap. During another procedure performed on (B)(6) 2020, while using the same scope that was used during ercp on an unknown date, a white sponge from the rx locking/ biopsy cap came out of the scope and was pushed inside the patient. The sponge was left inside the patient to pass naturally. Additionally, the complainant reported that the rx locking/ biopy cap was not used on the procedure performed on (B)(6) 2020. There were no patient complications reported as a result of this event.